Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller intends to call back once the charging cable is available, as they have not reset the pump due to the lack of a charging cable.